Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a stator not on error message and the system would not fluoro. There is no report of patient injury.